Event description:
Note: this MFR report pertains to one of three device complaints that occurred during the same procedure. Refer to associated MFR report #3005099803-2009-04988, and #3005099803-2009-04989, for the associated devices. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, three hemostatic clips were positioned into the duodenum to treat an ulcer. However, when the nurse deployed each clip, the clip did not grasp tissue. Instead, the clips fell off of the mucosa and into the duodenum. They did not retrieve the clips, as they are meant to pass naturally. The catheter was removed from the patient. The procedure was completed using a fourth resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).